Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture and oversensing with pacing inhibition of pacing and pacing pauses. Noise was observed and the patient received inappropriate therapy for ventricular fibrillation (vf). The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.